Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 152 mg/dl on the aviva sys compared back to back with a result of 55 mg/dl on the nurse's meter when testing was performed less than 10 mins apart. Reporter indicated that the pt was experiencing some hypoglycemic symptoms before the initial test was taken, but she still took 5 units of humalog based on the high reading. Reporter stated that the pt self-treated with orange juice and then ate lunch after the low reading was obtained on the nurse's meter. Reporter alleged another discrepant blood glucose result of 200 mg/dl was obtained on the same sys compared back to back with a 85 mg/dl on the nurse's meter. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.